Event description:
Experiencing blood in urine after cool sculpting. This has happened every time I've had cool sculpting usually 2/3 days afterwards. I've had it done 9 times over 3 years, so I know this is now directly related. FDA safety report ID# (B)(4).